Event description:
During a device upgrade on (B)(6) 2016, in the process of attaching this lead to the header, it broke. It was extracted under fluoroscopic guidance. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.